Event description:
It was reported that an intermittent loss of capture was observed on the right ventricular lead at maximum output. The patient experienced pocket stimulation as a result of the high output settings. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.